Event description:
Revision surgery- pt had complained of severe pain during flexion following tka. Surgeon decided to do a revision tka to do soft tissue releases to the pcl, mcl, and posterior capsule. Also added a patellar component and swapped a new poly insert in.